Event description:
Consumer reports that he had a catheter when he burst the water sachet in the packaging that water leaked out from the outer packaging prior to him opening the outer packaging which he feels indicates a break in sterility. No photographs received depicting the reported complaint issue. No harm reported.